Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of one (1) ti cannulated antegrade femoral nail and three (3) locking screw on (B)(6) 2021, due to nonunion. There was no surgical delay. The procedure successfully completed. The patient outcome is unknown. This is report 3 of 4 for (B)(4).